Manufacturer narrative:
A ge service representative performed an onsite investigation. Customer did not want repairs done at the time of the service call. No conclusion can be drawn as repair information is unavailable and no additional service information was provided. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The field service representative reported that the systems' kilovolts was tracking out of specifications. No patient injury was reported.